Event description:
In november 2006, a nurse reported that a patient had misused the product and accidentally used caviwipes xl on her posterior.

Manufacturer narrative:
The doctor's office was contacted and it was reported that the incident was being treated as a burn. Silvadine was prescribed and the patient is now fine.